Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications),") in a 27-year-old female patient who had essure (batch no. 83688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included birth control pill since 2004, seizures, blood pressure increased, hypertension and gravida ii. Concomitant products included norethisterone (micronor) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced migraine ("migraines / headaches,"), headache ("migraines / headaches,") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("lower back pain"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: focal adenomyosis;"), cervicitis ("mild chronic cervicitis."), abdominal pain upper ("stomach area") and the second episode of back pain ("lower back"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and the last episode of back pain was resolving, the pregnancy with contraceptive device, migraine, adenomyosis, cervicitis, pelvic pain and abdominal pain upper outcome was unknown and the headache had not resolved. The pregnancy outcome was not reported. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, cervicitis, headache, migraine, pelvic pain, pregnancy with contraceptive device, the first episode of back pain and the second episode of back pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion she was positive for pregansy on (B)(6) 2012. Most recent follow-up information incorporated above includes: on (B)(6) 2018: total bilateral occlusion. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in a 27-year-old female patient who had essure (batch no. 83688) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included parity 6 (B)(6)2002, (B)(6)2003, (B)(6)2004, (B)(6)2011, (B)(6)2013 and (B)(6)2015)). Concurrent conditions included birth control pill since 2004, seizures, blood pressure increased, hypertension and gravida ii. Concomitant products included norethisterone (micronor) since (B)(6)2015. On (B)(6)2011, the patient had essure inserted. On (B)(6)2011, 11 days after insertion of essure, the patient experienced migraine ("migraines / headaches,"), headache ("migraines / headaches") and pelvic pain ("pain"). In 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("lower back pain"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: focal adenomyosis;"), cervicitis ("mild chronic cervicitis."), abdominal pain upper ("stomach area") and the second episode of back pain ("lower back"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain and the last episode of back pain was resolving, the pregnancy with contraceptive device, migraine, adenomyosis, cervicitis, pelvic pain and abdominal pain upper outcome was unknown and the headache had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, cervicitis, headache, migraine, pelvic pain, pregnancy with contraceptive device, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: the plaintiff experienced another pregnancy episodes in 2012 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-oct-2018: historical condition was added. Pregnancy outcome was updated and onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and pregnancy with contraceptive device ("unintended pregnancy/pregnancy (no complications)") in a 27-year-old female patient who had essure (batch no. 83688- invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 6 (((B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2011, (B)(6) 2013 and (B)(6) 2015)). Concurrent conditions included birth control pill since 2004, seizures, blood pressure increased, hypertension and gravida ii. Concomitant products included norethisterone (micronor) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines / headaches,"), headache ("migraines / headaches") and pelvic pain ("pain"), 11 days after insertion of essure. In 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), the first episode of back pain ("lower back pain"), adenomyosis ("reproductive system disorder or condition type of disorder or condition: focal adenomyosis;"), cervicitis ("mild chronic cervicitis."), abdominal pain upper ("stomach area") and the second episode of back pain ("lower back"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and the last episode of back pain was resolving, the pregnancy with contraceptive device, migraine, adenomyosis, cervicitis, pelvic pain and abdominal pain upper outcome was unknown and the headache had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, cervicitis, headache, migraine, pelvic pain, pregnancy with contraceptive device, the first episode of back pain and the second episode of back pain to be related to essure. The reporter commented: the plaintiff experienced another pregnancy episodes in 2012 captured under the cases (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain / pain") and pregnancy with contraceptive device ("unintended pregnancy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, pregnancy with contraceptive device and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, back pain and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.